Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 303 mg/dl. The customer reported a motor error alarm from the insulin pump during a bolus. The customer has a back-up insulin pump. Troubleshooting was done. No additional information was provided.